Manufacturer narrative:
Product complaint #: (B)(4). Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. Additional information will be submitted within 30 days of receipt. Complaint conclusion: as reported by a healthcare professional, after delivery of an unspecified embotrap thrombectomy device, the patient experienced vasospasm and suffered a hemorrhage at the site of vasospasm during forceful removal of the embotrap and subsequently expired. The patient had presented with a posterior circulation stroke with thrombus identified in the basilar artery and extending into the left posterior communicating artery (pca). The left pca was extremely tortuous and only 1.8mm in diameter. Aspiration was attempted but failed. Next, the embotrap device was delivered without incident; however, vasospasm occurred. During an attempt to retrieve the embotrap, significantly more force than normal was required. An attempt was then made to push the unspecified microcatheter over the embotrap. This attempt failed and the embotrap was removed forcefully. The patient suffered hemorrhage at the site of vasospasm and consequently died. Multiple attempts to obtain additional information were unsuccessful. The embotrap device was not returned for analysis. In addition, the sterile lot number was not reported; therefore, a review of the manufacturing documentation could not be conducted. Vasospasm, dissection or perforation, and intracranial hemorrhage are known potential complications associated with the embotrap device and procedures involving device manipulation within the intracranial vasculature. The root cause of the withdrawal difficulty and hemorrhage cannot be conclusively confirmed without procedural images to review; however, the small diameter of the vessel, along with further vessel narrowing caused by the vasospasm resulting in forceful removal of the device, may have contributed to the event. The instructions for use (IFU) warns the user to not withdraw the embotrap device against significant resistance, and to assess the cause of the resistance using fluoroscopy and if necessary advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. It was not reported whether vasospasm was treated prophylactically or after it occurred. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the device or films; however, it is possible that clinical and procedural factors, including vessel characteristics and device manipulation, may have contributed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Date of death/date of event - the date of the event/death was not reported. Catalog #, lot #, UDI #: the catalog and lot number of the complaint device was not reported; UDI unavailable. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, after delivery of an unspecified embotrap thrombectomy device, the patient experienced vasospasm and suffered a hemorrhage at the site of vasospasm during forceful removal of the embotrap and subsequently expired. The patient had presented with a posterior circulation stroke with thrombus identified in the basilar artery and extending into the left posterior communicating artery (pca). The left pca was extremely tortuous and only 1.8mm in diameter. Aspiration was attempted but failed. Next, the embotrap device was delivered without incident; however, vasospasm occurred. During an attempt to retrieve the embotrap, significantly more force than normal was required. An attempt was then made to push the unspecified microcatheter over the embotrap. This attempt failed and the embotrap was removed forcefully. The patient suffered hemorrhage at the site of vasospasm and consequently died. No further information was provided.